Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease fold and two openings. A microscopic analysis was performed which identified: broken sharp on the anterior, two striated openings and non-penetrating nick striated on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the anterior assessed as unidentified (tear) opening, two striated openings due to surgical damage consist in the use of some surgical tool, and non-penetrating nick striated on the posterior due to surgical tool scratch like. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. The device has been explanted.